Event description:
Pump declared a cartridge change error. There was no reported adverse impact to the customer¿s blood glucose level. Customer followed instructions to inspect and clean pump components, successfully completed cartridge loading, resumed insulin delivery, and was advised to monitor system performance. Cartridge replacements were sent to the customer.